Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of suction irrigator instrument broke off and fell into the patient. The fragment was retrieved without any harm. The procedure was completed.

Manufacturer narrative:
Intuitive surgical inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The suction irrigator was analyzed. The instrument was found to have a broken tip at the distal end. The broken piece was not returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
Follow-up was performed with the customer and additional information was obtained: it was a brand-new device opened for the surgical procedure. The instrument was inserted into the port and was being used when surgeon noticed the piece broke off. The surgical procedure was a robotic assisted abd perineal resection. The issue was identified at the start of the procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The surgeon surgically retrieved the broken piece with another instrument. There was a time delay retrieving broken parts and time to get another one to replace the defective one. There was no return to the hospital or additional surgery required as a result of this issue.

Event description:
Refer to h10/h11 for follow-up information.